Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in a stone removal procedure. According to the complainant, during the procedure, the tip detached prematurely upon attempting to crush a 15mm stone. The physician couldn't find the detached tip and was left inside the patient to pass naturally. The physician placed a stent and ended the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. On a later date, another procedure was performed to remove the stone.

Manufacturer narrative:
Physical examination of the device found the basket wires extended and bent. Moreover, the tip of the basket was detached and not returned. The side car-rx presented pushback within specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the tip detached. The device is designed so that the basket tip detaches if the stone cannot be crushed. It is unknown if the basket tip received force greater than 50 lb prior to tip detachment. There is no information provided regarding use of alliance handle, sohendra lithotripsy system or other lithotripsy device during the procedure. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a stone removal procedure. According to the complainant, during the procedure, the tip detached prematurely upon attempting to crush a 15mm stone. The physician couldn't find the detached tip and was left inside the patient to pass naturally. The physician placed a stent and ended the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. On a later date, another procedure was performed to remove the stone.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.